Event description:
During a mitral valve replacement procedure a 31mm sjm was implanted secondary to pt's "leaking" native mitral valve. Seven months postoperatively, the pt was hospitalized with shortness of breath, anemia due to hemolysis and diagnosed with paravalvular leak. The valve was replaced with another sjm valve (model 29mecs-602).